Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during preparation for a pulse field ablation (pfa) procedure a farawave 31 mm - us was selected for use, prior to insertion, catheter was found to not be flushing. Broken flush port was found upon connecting catheter to fluid bag. Catheter was replaced and procedure was completed. No patient complications were reported. Device is expected to return. It was further reported that IV tubing could not be physically attached to the flush port. Issue was present upon opening package